Event description:
It was reported that the health care professional (hcp) indicated that this right ventricular (rv) lead was replaced six months prior. Technical services (ts) suspected that this rv lead was replaced with a non-boston scientific lead, however there was no further information to confirm it. No additional adverse patient effects were reported. This rv lead has not been returned to boston scientific for further analysis.